Event description:
Sales representative reported that he has a physician whose pt had a total hip replacement on (B)(6) 2013. The pt was brought back to surgery and had developed an infection which the doctor felt was due to the outer layer of the suture which ripped through the tissue like a saw. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Therefore, no testing can be performed. Method: the device will not be returned. No product evaluation can be performed. Results and conclusions: the device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformance issued for these lots nor suture component lots. Infections and dehiscence, are known risk with any suture material. The most probable root cause for post operative dehiscence and inflammation can not be determined with certainty based on the info provided. (B)(4). Item # (B)(4), stratafix spiral pdo knotless tissue control device. A 2mh -0- pdo 24 x 24, finished good lot unknown.